Manufacturer narrative:
Investigation summary: no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was accidently pulled out of position by the user. Device history lot: device lot: 1970213. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During a coronary artery bypass graft (CABG) procedure supported by impella cp, the pump was inadvertently pulled the impella back and the pump alarmed for impella in aorta. The patient was noted to be stable, and the medical plan had been to remove the impella after anticoagulation therapy was discontinued. The medical team was instructed to increasing the pump from p2 from surgical mode, and placement signal monitoring was disabled. The CABG was successfully completed, and the impella cp was removed after the procedure was completed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.